Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported today that a PICC had ruptured part way up the line so they had to remove it. On 01/05/2016 - the facility reported the catheter was placed on (B)(6) 2016. They report there was no backflow on (B)(6) 2016 so the patient was sent for imaging with contrast, which showed a rupture "some mm from the catheter tip".